Event description:
Elderly female with history of atrial fibrillation. Procedure: pci (percutaneous coronary intervention) with impella and rotablator. During the procedure, bleeding was witnessed. As the sheath was slowly removed, inching up and peeling, it was visualized that the sheath was ripped when it was in patient and visualized as it was exposed. Sheath removed. No known harm to patient at this point. Manufacturer response for impella 14f peel away sheath, impella cp set with smartassist (per site reporter). Will obtain.